Manufacturer narrative:
The explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this bioprosthetic valve was explanted after an implant duration of ten (10) years, eight (8) months. Through obtained medical records, the reason for explant was due to prosthetic mitral valve stenosis secondary to calcification. This was replaced with a 27 mm tissue bioprosthetic valve. The patient was taken to the ICU in critical but stable condition.